Event description:
It was reported to philips that the system was unable to power on. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the vascular procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfile found a malfunction related to reported problem. Upon troubleshooting actions, fse identified that the hivo tank in x-ary centeray generator was not working. Fse replaced the point evr and hivo transformer. The defective hi vo transformer part was returned for analysis, and it was concluded that the hivo transformer was damaged due to resonance event. The cause of the power inverter evr (point evr) certeray failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.